Event description:
Shunt dysfunction.

Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study involving a review of patient case records and data analysis. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were available. All of our valves are 100% tested at the time of manufacture.